Event description:
No additional information.

Manufacturer narrative:
Investigation summary: a device history record review was completed. The review did reveal the detected abnormalities during the production process. Although this complaint does not include samples or photos, based on the records found in the batch histories, the quality notification, and the corrective maintenance work order, it was possible to confirm the occurrence of this complaint. Based on the investigation conducted so far, a likely cause would be a failure in the uv glue application, resulting in the adhesive being applied on the button component and the spring instead of on the component hub and another possible cause identified would be improper spring forming, resulting in a ¿burst¿ spring, in which the last coil is poorly positioned, preventing the proper downward movement of the hub. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the needle did not retract. It was reported that when using jelco 22 to puncture the child, the guide was supposed to retract when the safety device was activated, but the needle was exposed at all times because the device was locked. This could lead to an accident.

Manufacturer narrative:
E1. All demographic information on the regulatory document states "confidential". H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.